Event description:
It was reported that the patient experienced fluid loss and right cylinder aneurysm resulting the cylinder not inflating with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: implant date.

Event description:
It was reported that the patient experienced fluid loss and right cylinder aneurysm resulting the cylinder not inflating with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.